Manufacturer narrative:
This issue "mv images have wrong date stamp when a common clinical workflow is used" is a known issue and has been tracked and trended since march of 2009. Considered by varian as not to be significant safety risk, a workaround was identified for this issue, such that the customer should close the pt instead of pressing 'save image'. When pt is closed, image records are saved prior to the image save and therefore, the image daemon would not change the creation date. In 2009, a discrepancy report (dr) was logged and the issue fixed in the version 8.6.17 production release. The issue still exists for customers with versions < 8.6.17. As a result of the most recent complaint received 02/23/2011, varian performed a new risk hazard analysis (rha), in which the latest complaint and trending info were considered and evaluated. As a result of this rha, varian determined on 03/22/2011, that this malfunction, should it recur, could potentially result in serious harm, and has issued a CAPA to further address this issue for customers with versions <8.6.17. This report is a result of varian's retrospective review and trending data. All corrective action related to this malfunction will be reported under the guidelines of 21 cfr part 806. No additional f/u to this MDR is expected.

Event description:
Mv images in offline review are documented on the incorrect date. I have observed that 8 mv images are reported on (B)(6) 2009 in rt chart history, for session 17. I have observed that 13 mv images are recorded for (B)(6) 2009 in offline review. Including a "cine" image which the customer denies taking. I have observed that 7 mv images were recorded on (B)(6) 2009 in rt chart history, for session 17, also. I have observed that 2 mv images were recorded on (B)(6) 2009 in offline review. This pt did not receive treatment on (B)(6), these were "image only" sessions. Customer confirms image documentation to be correct in rt chart history with respect to date and time, this does not correlate in offline review. There was no report of serious injury as a result of this event.